Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0urdz , implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported they had problems with the lead in their mid-back since (B)(6) 2015. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.